Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels when the pump had a low battery level or insulin gauge level. Bg values not provided. The customer alleged that the pump was not delivering insulin accurately. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.